Manufacturer narrative:
In the absence of a physical product, an extended investigation will be performed. A follow-up report will be submitted once additional information is obtained. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the customer was unable to activate the freestyle libre 2 sensor using the freestyle librelink application. The customer was unable to obtain readings and experienced symptoms of sweating, tremors, loss of consciousness, and required treatment of glucagon injection by third-party. No further treatment was reported. During troubleshooting, it was determined that the customer did not enable bluetooth which is necessary for sensor communication. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported that the customer was unable to activate the freestyle libre 2 sensor using the freestyle librelink application. The customer was unable to obtain readings and experienced symptoms of sweating, tremors, loss of consciousness, and required treatment of glucagon injection by third-party. No further treatment was reported. During troubleshooting, it was determined that the customer did not enable bluetooth which is necessary for sensor communication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available trending of complaint data was reviewed for freestyle librelink and the complaint for the last year. If the product data is returned, the case will be reopened and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.